Event description:
Customer reporting one false positive sars result for their son who is symptomatic with a bad cough and runny nose for approximately 3 days. Customer states the result was confirmed negative by a doctor's office rapid antigen test.

Manufacturer narrative:
Investigation conclusion: a review of the dhrs found that the lots met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: unable to determine. Source: phone.